Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture grade IV and rupture."

Event description:
Patient reported left side "capsular contracture baker grade IV and rupture" diagnosed by ultrasound. Healthcare professional also reported "soreness, deformation, density". The device has been explanted.